Manufacturer narrative:
Additional information: the investigation identified the cause was attributed to corrosion of the plug unit, specifically the scope connector's circuit board and micro connector.

Event description:
No additional customer info.

Event description:
It was reported the bronchovideoscope experienced scope communication error b30. The issue occurred during set up / inspection for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results from the investigation, the reported event of scope communication error b30 was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.